Manufacturer narrative:
Complained product will not be not available.

Event description:
Toothbrush charger exploded - oral-b [device expulsion]. Case narrative: consumer via social media stated that the oral-b toothbrush charger exploded and caused a power outage for about 10 hours. No injury was reported.